Manufacturer narrative:
Patient¿s birthday was not provided, (B)(6) was used based on age of patient. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd peripheral IV catheter insyte¿ autoguard¿ 20 gauge there was damage to the product. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2022: upon admission, it is a matter of channeling with insyte #20, when making the puncture it is identified that there is no return to maintain the permeable vein. The insyte had to be removed and the equipment changed again to make another puncture. Events presented during the incident: disconnection, poor connection, separation.

Manufacturer narrative:
Additional information was received that clarified the event. This complaint is no longer reportable. The event may require replacement of the catheter but does not pose an incremental risk of harm to the patient. Please consider MDR #3003916417-2022-00050 void.

Event description:
It was reported while using bd peripheral IV catheter insyte¿ autoguard¿ 20 gauge there was damage to the product. There was no report of patient impact. The following information was provided by the initial reporter: (B)(6) 2022: upon admission, it is a matter of channeling with insyte #20, when making the puncture it is identified that there is no return to maintain the permeable vein. The insyte had to be removed and the equipment changed again to make another puncture. Events presented during the incident: disconnection, poor connection, separation.